Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was delivering less insulin and because of this there blood glucose was much higher. The customer¿s blood glucose was 14 mmol/l at the time of incident. The customer's other blood glucose were 13.9 mmol/l and 21 mmol/l. The insulin pump will not be returned for analysis.